Event description:
It was reported that the pump touchscreen was "dark greyish white". The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Customer resumed insulin deliveries and continued to use the pump.